Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed. No defect or deficiency of the stent strut structure was identified. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. As reported, no irregularities of the stent strut structure was noticed after stent placement and pre- and post-dilation was performed. On the basis of the information available and the evaluation of the images provided, a definite root cause for the event reported could not be identified. The IFU indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct stent placement procedure. In addition, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Corrected 'event description'. (B)(4).

Event description:
It was reported that approximately 14 months post implantation of two stents in overlapping technique for treatment of a 100 % stenosis in the proximal 1/3 of the sfa of 240 mm length, one of the stents was found to be fractured. As reported, no difficulties occured during initial stent placement. The lesion had been pre-dilated and the stents were post-dilated. No intervention was performed. There was no reported patient injury.

Event description:
It was reported that approximately 14 months post implantation of two stents in overlapping technique for treatment of a 100 % stenosis in the proximal 1/3 of the sfa of 240 mm length, one of the stents was found to be fractured. As reported, no difficulties occured during the initial stent placement. The lesion had been pre-dilated and the stents were post-dilated. No intervention was performed with regard to the stent fracture. There was no reported patient injury. During the 24 months follow-up examination, an occlusion of > 50 % and the previously reported stent fracture were detected.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be confirmed. No defect or deficiency of the stent strut structure of the subject stent was identified. Also the shorter second stent placed was found to be in good condition. Since no images of the reported occlusion were provided, the alleged stent occlusion could not be confirmed as well. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. As reported, no irregularities of the stent strut structure was noticed after stent placement and pre- and post-dilation was performed. A stent occlusion may be caused by various factors and may even occur inside non-defective stents that were correctly placed. Occlusion may be caused by neointimal hyperplasia, a hyperproliferative response to the vessel injury caused by angioplasty and the foreign body reaction or abnormal vessel geometry caused by stent implantation. In this case, no additional information was provided. On the basis of the information available and the evaluation of the images provided, a definite root cause for the reported event could not be identified. The IFU supplied with this device indicates that arterial occlusion/restenosis of the treated vessel as well as stent fracture are potential adverse events that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct stent placement procedure. In addition, the IFU states that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Updated 'event description' due to receipt of additional information. Updated 'eval code & desc - conclusion1' due to completion of evaluation. Updated 'additional event information' due to receipt of additional information.

Event description:
It was reported that approximately 14 months post implantation of two stents in overlapping technique for treatment of a 100 % stenosis in the proximal 1/3 of the sfa of 240 mm length, one of the stents was found to be fractured. As reported, no difficulties occured during initial stent placement . The lesion had been pre-dilated and the stents were post-dilated. No intervention was performed. There was no reported patient injury.

Manufacturer narrative:
New information was received; therefore, this event is currently under investigation. Updated 'eval code & desc - conclusion1' as new information was received and the investigation is ongoing. .

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 months post stent placement in the proximal 1/3 sfa in a 240 mm lesion with a 100% stenosis, a stent fracture was detected. Reportedly, the lesion was pre dilated and the stent was post dilated. There was no difficulty during the use of the device. No additional intervention was performed. There was no reported patient injury.